Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant 'check te' messages) was confirmed. As received, the belt failed the therapy electrode recognition test. Upon evaluation, the pulse wire was open inside the trunk cable. The cause of the check te messages and incoming test failure is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was receiving constant 'check te' messages.